Manufacturer narrative:
(B)(4). An expanded investigation was conducted to evaluate this issue. A product correction letter and customer reply form will be sent to all active (B)(4) and (B)(6) customers who received the affected part numbers. The product correction letter will instruct customers to return the customer reply form to abbott acknowledging the receipt and understanding the issue or request assistance. The non-conforming parts will be replaced in the field through a four-month mandatory technical service bulletin (tsb) issued for each of the cell-dyns involved.

Event description:
The customer requested the cell-dyn instrument to be inspected due to errors generated by the analyzer. Error message of "shear valve incorrectly positioned" and error message "rbc diluent syringe overpressure" were generated by the analyzer. Upon inspection the shear valve was making a strange sound when moving. The shear valve drive assembly was replaced in order to resolve the issue. No impact to patient results, patient management or user safety was reported.